Event description:
A malfunction on the pump was reported, but no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level. Pump was reset with guidance from technical support, and the customer was instructed to continue using the pump and to call back if the issue recurred.